Event description:
The customer reported that, during reprocessing, the brush did not pass through the scope even though washer was applied. The subject device was sent to an olympus service center for evaluation. During inspection and testing, residual liquid or foreign matter came out from the suction cylinder and forceps channel. This report is being submitted for the malfunction found during evaluation (foreign matter). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, residual liquid or foreign matter came out from the suction cylinder and forceps channel due to insufficient cleaning. Due to the clogging, air and water could not be sent through the scope and forceps could not be inserted in the forceps channel. Suction was insufficient due to the clogging of the suction channel. In addition, the bending angle was insufficient due to elongation of the angle wire, the play of the angle know is out of standard due to extension of the angle wire, the insertion part was scratched, poor insulation performance at the tip due to adhesive on the bending section cover peeling due to external factors, the adhesive on the bending section cover was cracked due to external factors, the tip cover was scratched due to external factors, and there were scratches on multiple parts of the device due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields is h10 only. The event can be detected/prevented by following the instructions for use which state: "chapter 3 cleaning, disinfection, and sterilization procedures 3.5 manual cleaning" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the reported product problem was not established. However, it was probable that the reported issue was caused by inappropriate/insufficient reprocessing. Olympus will continue to monitor field performance for this device.